Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used in the gastro intestinal tract during a procedure performed on an unknown date. According to the complainant, during the procedure, the injection gold probe failed to cauterize. The bleeding was stopped using clips/adrenaline. The patient died days after the procedure. It was reported the cause of death was unrelated to the device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used in the gastro intestinal tract during a procedure performed on an unknown date. According to the complainant, during the procedure, the injection gold probe failed to cauterize. The bleeding was stopped using clips/adrenaline. The patient died days after the procedure. It was reported the cause of death was unrelated to the device. Additional information received on november 09, 2016 confirming that the device was used to treat an upper gastrointestinal bleed. The device was connected directly into the generator and no issues were noted with the device prior to use.